Manufacturer narrative:
The srt replaced the fuse.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the centrifugal battery fuses were found to be blown in the power entry module. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per the service repair technician, the unit was retired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.